Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge was leaking at the patient line. Customer's blood glucose level was 117-118 mg/dl. Reportedly, replacement cartridges were sent to the customer. No additional patient information was available.